Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 567 mg/dl and when they changed the set they found a bent cannula. The customer treated the high blood glucose with insulin injection. Troubleshooting was performed for the bent cannula. The customer's current blood glucose level was 415 mg/dl. The customer declined to complete troubleshooting for the high blood glucose. The device will not be returned for analysis.